Manufacturer narrative:
The reported event was ¿lead could not be implanted¿. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Electrical testing was normal. Visual inspection of the lead found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead could not be implanted. The physician made several attempts to implant the lv lead but was unsuccessful. The lv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.